Event description:
Customer reported that he woke up with blood glucose readings of 198 mg/dl and attempted a bolus. Customer then received a no delivery alarm and after several attempts he got a motor error. Customer was unable to complete the rewind sequence and stated that he does not use the sensor feature on the device. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.